Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer blood glucose level was over 600 mg/dl. Customer treated high blood glucose with insulin pump and manual injection. Customer also stated that he insulin pump had insulin flow blocked alarm and issue was resolved by changing infusion set. Alarm did not occur during manual prime. Customer declined trouble shooting for high blood glucose. The device will not be returned for analysis.